Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pacemaker (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. It was also reported that there were two ventricular paced beats on the presenting egm and they were unable to visualize if captured. The right ventricular (rv) lead remains in use. No patient complications were reported as a result of this event.